Event description:
Event description guidant received information that during the implant procedure, this pacemaker exhibited no output when a non-guidant lead was inserted into it. The device was then removed from the procedure and successfully replaced with a non-guidant device. No adverse effects were reported for this non pacer-dependent patient.